Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2018 at 8pm with blood glucose was over 600 mg/dl. The current blood glucose is 174 mg/dl. The customer reported that they received no delivery alarm and cannula was bent and alarm did not occurred during manual prime. The customer treated their high blood glucose with syringe and intravenous drip. The customer was wearing insulin pump during hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.